Manufacturer narrative:
Approximate age of device ¿ 6 years 4 months 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the patient had expired in his sleep on (B)(6) 2018. The patient was last seen in the clinic earlier on the day of his death, (B)(6) 2018, and there were no signs of device malfunction. Device interrogation was uneventful. An autopsy was not performed. The device will not be returned for evaluation.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number vad-51884 and the reported event could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.